Manufacturer narrative:
Other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Product ID: 8703, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml a t 1mg/ml) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that on (B)(6) 2017 the patient experienced difficulty walking and the healthcare provider (hcp) found a granuloma on a MRI. The patient was weaned off of the drug and the hcp switched the patient to normal saline until the granuloma decreased in size so the hcp could replace the catheter. The catheter was explanted and replaced on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they were receiving intrathecal morphine (unknown concentration) at 1.25 mg/day via an implanted pump for non-malignant pain and postlaminectomy pain. The event date was 2017. The patient had the catheter replaced on 2018 (B)(6) and the catheter was moved up higher. The patient had a fusion surgery of c5,6,7 the same day. It was noted the patient had a granuloma at the tip of the catheter. The patient had saline only for a while and the patient had MRI¿s to see if the granuloma would shrink. The patient said her concentration was reduced before she got the granuloma. The patient was still having a lot of pain and needed another surgery to fix a fusion and another fusion for pain higher up that the pump did not help with. The patient said the pump had been a god send, but the granuloma almost did her in. The reporter asked about the opt in form. The patient was redirected to the healthcare provider (hcp). No further complications were reported/anticipated or expected.